Event description:
It was reported that the patient received multiple inappropriate shocks due to ventricular noise. Impedance issue was also noted. Lead damage suspected. Tachy therapy was turned off, as the patient has not had tachyarrhythmia since implant. Lead will remain implanted at this time.

Manufacturer narrative:
No medwatch form was received.